Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note h6 coding has been updated to reflect new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reports seeing service code 302 on their handset indicating the implant was depleted. Additional information was received from a pt via a patient letter. Pt reports that after speaking with an agent from the manufacturer it was determined the battery in their back was dead. Pt reports they have an appointment with a surgeon on may 2nd to decide on a course of action. Pt reports they will probably replace the battery in their back, most likely with a rechargeable battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they needed to have their stimulation increased a little bit. Patient stated they increased the stimulation on wednesday and it seemed to be working fine except they had a lot of tingling from their waist down especially when they laid down at night. Patient then stated on saturday morning they woke up and there was nothing and there has been nothing since; agent understood this to mean stimulation. Patient mentioned their daughter helped them up the stimulation on wednesday; patient added that they noticed they needed to have it increased a couple months ago. Agent documented the reported event.